Event description:
It was reported the patient's lead, which is located in her lower jawline, is causing the patient to experience painful and motor stimulation. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.